Manufacturer narrative:
(B)(4). Catalog#: igtcfs-65-2-jug-celect-pt. Similar to device under 510(k) k121629. (B)(4). Summary of investigational findings: a review of imaging provided found that two primary filter legs and at least two secondary filter legs had perforated the ivc. The exact reason for the fitler legs to perforate cannot be determined, nor can it be determined, if the reported abdominal hysterectomy affected the filter and/or filter placement, filter perforation of the vena cava wall is a known risk reported in the published scientific literature. The published scientific literature describes that manipulation in the area of filter placement could contribute to changes to the filter configuration and placement thereby potentially initiate perforation of the vena cava wall. No evidence to suggest that this device was not manufactured according to specifications and nothing indicates that the filter did not perform as intended, e.g. Intended for the prevention of recurrent pulmonary embolism (pe) via placement in the vena cava. Cook medical will continue to monitor for similar events.

Event description:
Description of event according to complainant: ivc filter perforation of caval wall. Approx 2 strutts perforating the wall. Images have been sent of before and after. Retrieval was successful with no reported adverse symptoms. Patient outcome: the patient did not require any additional procedures due to this occurrence. According to the initial reporter, the patient did not experience any adverse effects due to this occurrence